Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This will be filed to report a knot in the lock line requiring medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. During clip deployment, the physician noted a knot in the lock line, and one end of the lock line was in the cds. The physician decided to saw open the clip delivery system (cds) to find the knot; however, it was not possible to locate the knot. The clip was implanted and the cds was removed. The lock line was then removed successfully. One clip was implanted, reducing mr to 1. There was no adverse patient effect and no clinically significant delay in the procedure. The procedure was successful. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the knots on the lock line. The additional therapy/non-surgical treatment was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.